Event description:
It was reported that the two right ventricular (rv) leads that were adapted together had high thresholds and no capture at the highest output. The rv lead system was turned off since the patient is normally atrial paced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 5071 implantable pacing lead 2010-(B)(6); 5866 adaptor 2010-(B)(6). (B)(4). The lead remains in the patient and will not be evaluated.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.